Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 4030 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 786190) for female sterilisation. The patient had a medical history of urinary tract infection on (B)(6) 2023, chronic cervicitis on (B)(6) 2023, leiomyoma, endometrial ablation, prediabetes, adenomyosis, perineal pain, parity and gravida I on (B)(6) 2022, pelvic pain and menorrhagia in 2011 and overweight. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4370 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no no. Of coil in left side: 03 no. Of coil in right side: 01. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.704 kg/sqm. [Pathology test] on 13-jan-2023: clinical information: chronic pelvic pain. Specimen source: uterus, cervix, bilateral fallopian tubes diagnosis: uterus, cervix, fallopian tubes, hysterectomy with bilateral salpingectomy: uterus showing ablated endometrial surface. Cervix tissue with mild chronic cervicitis - no dysplasia. Bilateral fallopian tube tissue with intraluminal essure device, and no significant abnormality. Gross description: at each cornu there is a 0.6 x 0.2 cm silver coil essure sterilization device. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: reporter and patient information,medical history,lab data,lot no.,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 4030 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 786190) for female sterilisation. The patient had a medical history of urinary tract infection on (B)(6) 2023, chronic cervicitis on (B)(6) 2023, leiomyoma, endometrial ablation, prediabetes, adenomyosis, perineal pain, parity and gravida I on (B)(6) 2022, pelvic pain and menorrhagia in 2011 and overweight. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4370 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. No. Of coil in left side: 03. No. Of coil in right side: 01. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.704 kg/sqm. [Pathology test] on (B)(6) 2023: clinical information: chronic pelvic pain. Specimen source: uterus, cervix, bilateral fallopian tubes. Diagnosis: uterus, cervix, fallopian tubes, hysterectomy with bilateral salpingectomy: uterus showing ablated endometrial surface. Cervix tissue with mild chronic cervicitis - no dysplasia. Bilateral fallopian tube tissue with intraluminal essure device, and no significant abnormality. Gross description: at each cornu there is a 0.6 x 0.2 cm silver coil essure sterilization device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.